Manufacturer narrative:
(B)(4): visual inspection of the returned product showed the optic was torn and a piece of the optic was torn off with a haptic. Conclusion: based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge direction for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(6) collamer three piece lens and the lens tore as it was inserted into the eye. The lens was removed without any pt injury.